Event description:
The patient had a mammosite cavity evaluation device inserted in 2009 uneventfully. She had to be returned to or the same day, due to left breast exploration, secondary to bleeding, and malfunctioning of the mammosite cavity evaluation device.